Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that scope communication error (e216) was present due to a wet scope connector. Upon further inspection, it was observed that foreign material was clogging the nozzle. The clog was able to be removed. This finding was due to insufficient cleaning or handling of the scope. It was also observed that the insulation of the insertion tube did not meet the standard. It was observed that the switch/ camera one was slanted and misaligned. It was also observed that the control knob had minor play. It was observed that the distal end plastic cover was scratched. It was also observed that the light guide lens was cracked. It was observed that the glue of the bending section cover was cracked on both sides. Lastly, it was observed that there was low angulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope presented a scope communication error (e216). The reported issue occurred during preparation of use for a colonoscopy procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign material was in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.